Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent dislodgement). Patient¿s condition affected effectiveness of device (lesion morphology ¿ 90% stenosis). No results available since no evaluation performed (device not returned for evaluation). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 90% stenosis). Inherent risk of procedure (stent dislodgement). (B)(4).

Event description:
Physician was attempting to implant 1 endeavor resolute drug-eluting stent (3.00mm x 24mm) to a lesion in the lad with 90% stenosis but the device could not pass the lesion and the stent dislodged. The physician removed the device from the patient. No clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).